Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after breakfast despite announcing the meal and receiving an insulin dose, with a recorded high of 240 mg/dl for approximately two hours, and also reported a separate low glucose event to 40 mg/dl lasting about one hour; the user completed an infusion set and supply change the same morning and was advised to monitor and consider a site change if glucose did not decline. Symptoms included elevated and low blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting, review of dosing algorithm behavior, and user education. Investigation of this case revealed that insulin delivery was occurring and that glucose can require time to decline postprandially; the cause of the high and low events remained unclear. It was concluded that the events were user-reported hyperglycemia and hypoglycemia with cause unclear and that additional training would be scheduled.